Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010, consisting of an ipg and two percutaneous leads. It was reported that she is without stimulation. The patient also allegedly feels pressure at the lead incision site. Her attempts to recapture therapy by increasing the stimulation's amplitude were unsuccessful. Since implant, the patient is said to have engaged in a number of domestic chores which may have contributed to this issue. X-rays of the patient's scs system were taken which revealed anomalies with respect to both connection and location of the leads. The devices had reportedly pulled completely out of the epidural space and were now under the lead incision site. Surgical intervention will be undertaken to resolve this matter; however, a date for the procedure has not been set.